Event description:
It was reported that non-sustained right ventricular oversensing due to myopotential inhibition was observed. The patient was asymptomatic. Noise was reproduced. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.